Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2014. The date is approximate. It was reported the pump "eroded its way" out of the patient's body. The pump never rode against the patient's pants or belt. From the start the pump implant did not go well. A blister suddenly appeared. The pouch was continually inflamed and for the first two months the healthcare provider had to aspirate blood from the pouch. A bump started to form above the device. The patient mentioned the bump to the staffat the medical center but they said everything looked "ok". The patient was referred to another neurosurgeon who thought they could wait until the surgeon got back from vacation. By (B)(6) of 2014 the bump above the pump was becoming more noticeable and the patient noticed a discoloration of their skin on the lower side of the pump implant. By the time the patient was allowed to see a physician about the implant in (B)(6) 2014 the discoloration looked like a blister and the bump above the implant was really pronounced. The blistery protrusion on the lower side of the pump became a big problem by (B)(6) 2014 when the patient and their wife could see the device through the skin. The skin was so eroded that you could see wiring etc through the skin. On labor day the patient could see the device through the skin and went to the emergency room (ER). The healthcare provider in the ER said it was too serious to wait. The total pump system was explanted on (B)(6) 2015. The pump was removed and the patient now had a large seroma above where the pump was inserted. This did not cause the patient a lot pain. It did cause embarrassment when they took off their shirt and they had an ugly lump on their abdomen. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.